Event description:
The vendor reported that the pt's infusion device does not properly display a1 (low cartridge) alert. In 2009, at 2:26 pm, the infusion device displayed e1 (cartridge empty) and the pt's blood glucose elevated to 400 mg/dl. She injected insulin via syringe to lower her blood glucose. The battery had been in use for one week. Her normal blood glucose level is 80-130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.